Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that during a intracranial tumor excision procedure the product fractured. It was also reported that there were no patient complications as a result of the event.

Manufacturer narrative:
One of the eyelets of the product was observed to be fractured open and distorted. The shaft of the product was also observed to be bent. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.